Event description:
It was reported to philips that the flexvision computer was giving intermittent communication errors, which can impact booting. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing diagnosis procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the flexvision computer was giving intermittent communication errors. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the flex monitor was losing hemo signal intermittently. To resolve the issue, the fse replaced the flexvision pc and hard disk. The defective part was sent for analysis, for flexvision pc no malfunction was observed. After replacement the device returned to good working order. He codes were updated based on the investigation outcome.